Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Review of event description: it was reported that during the surgery on (B)(6) 2019, cmn femoral nail was inserted and removed for failure to drill and insert lag screw through nail. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the znn nail was returned for investigation. No other components have been received. The visual examination shows that the hole for the lag screw is damaged. It can also be seen than the lag screw hole shows signs of drilling. It can be assumed that this happened during the surgery. No other damages or deformations can be seen. Measurements: as the lag screw hole is deformed a measurement cannot be done. Functional test: as the lag screw hole is deformed a functional test cannot be done. Review of surgical technique: the correct lag screw placement is described on pages 13 - 19. The following should also be considered: the lag screw hole labeled 125 is designed to be used with the long and short nails containing a 125° ccd angle, the lag screw hole labeled 130 is designed to be used with the long and short nails containing a 130° ccd angle, and the lag screw hole labeled 135 is designed to be used with the short nails containing a 135° ccd angle. Conclusion summary: it was reported that during the surgery on (B)(6) 2019, znn femoral nail was inserted and removed for failure to drill and insert lag screw through nail. The removed znn nail was returned zo zimmer biomet for investigation and the surgery was finished with using another znn nail. No lag screw has been returned. The quality records show that all specified characteristics have met the specifications valid at the time of production. The visual examination of the device sows that the lag screw hole is damaged and deformed. There are also signs of drilling. It can be assumed that the nail was drilled during the surgery. Therefore, the lag screw hole is deformed. The correct lag screw placement into the nail is described in the surgical technique 97-2493-005-00. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, based on the available information and performed investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(6).

Event description:
Please refer to report 0009613350-2019-00041.

Manufacturer narrative:
The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during surgery it was not possible to insert lag screw through nail. A new nail was opened and implanted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00041.